Manufacturer narrative:
(B)(4).

Event description:
It was reported that a recently implanted vns patient had her vns removed due to an infection. It was stated that she went to the ER and her battery site was red and puffy. They started her on antibiotics. Cultures were taken and came back positive. The design history records for the generator and lead were reviewed and confirmed to have been hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.